Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has received the device for failure analysis. The ventilator is currently under evaluation and results of investigation are unavailable. Results of investigation will be included in a follow up report.

Event description:
The customer reported model palmtop ventilator (ptv) revel kept saying t-batt faults intermittently and stopped working while connected to a patient. The respiratory therapist turned ventilator off then back on and ventilator worked with no problems. The patient was provided positive pressure ventilation through endotracheal tube via bag valve mask in between. No allegation of patient harm of injury reported.

Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to verify, ¿unit keeps saying t-batt faults intermittently.¿ a review of the event trace indicated that the reported event, transition battery fault, was last logged on december 17, 2015. The service technician was unable to duplicate the problem during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 144 hour extended tests at customer's settings. The service technician was unable to duplicate reported problem. Unit passed all bench testing. The ventilator passed initial final test and initial alarm volume test. The transition battery was replaced as a precaution.